Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir had no air bubbles, no leaks and the stopper plunger functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was an air bubble in the reservoir. Customer stated that when she tried to push the bubble out, the rings moved, and insulin spilled out. Customer stated that the plunger was difficult to move. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.